Event description:
Clinical study same case as MFR #6000089-2005-01192, 01193. 330 days after a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed, and 11 days after that, a myocardial infarction was experienced. In 2004 the first lesion being treated was a 3.0 mm, 99% thrombosed, moderately calcified and tortuous mid right coronary artery (rca) lesion. The lesion was predilated. The physician then successfully placed a taxus express2 8.8% 3.0 x 12 mm drug eluting stent. The lesion was post dilated. The second lesion being treated was a 3.0 mm, 70% stenosed, moderately calcified and tortuous mid rca lesion. The lesion was predilated. The physician then successfully placed a taxus express2 8.8% 3.0 x 16 mm drug eluting stent. The lesion was post dilated. The third lesion being treated was a 3.0 mm, 60% proximal rca lesion. This lesion was not predilated. The physician successfully placed a taxus express2 8.8% 3.0 x 12 mm drug eluting stent. During the procedure the pt was administered IV integrillin. There were no pt complications and the pt was discharged the following day on plavix and asa. 25 days later, the pt was readmitted and had a target vessel reintervention in the mid rca. In the opinion of the physician this event was not related to the taxus stent nor was stent restenosis. The pt was discharged in the next day. 10 days later , the pt was readmitted with an anterior q wave myocardial infaction and elevated cardiac enzymes. In the opinion of the physician the event was not related to the taxus stent nor the target vessel. The pt was discharged from the hospital 6 days later.

Event description:
It was further reported that target lesion 1 was identifiedin the mid rca with 99% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilation and placement of a 3.0 12 mm taxus stent. Residual stenosis was 10% target lesion 2 was identified in the mid rca wit h 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilation and placement of a 3.0 x 16 mm taxus stent. Residual stenosis and a 3.0 mm reference vessel diameter. Target lesion 3 was treated with direct placement of a 3.0 x 12 mm taxus stent. All stented areas in the rca were post-dilated; there was 10% residual stenosis in the stented segments. The right ventricular / pda branch had antegrade flow but no efforts were made to rescue the branch. The patient tolerated the procedure well and was discharged the following day. Per history and physical dated 330 days post index procedure, the patient underwent pci in october 2004, with placement of a drug eluting stent in the native circumflex. It is noted that the three rca stents were patent at that time. The patient was readmitted with recurrent chest discomfort. ECG showed no acute st/t wave changes. Cardiac catherization revealed: lvef 63%, lmca - `non-obstructive', lad - 70-80% mid stenosis. Lcx - widely patient previously -placed stents. Rca (target vessel) - previously-placed stents widely patent; 90% proximal stenosis in "proximal right ventricular marginal branch which is effectively a pda branch"; 80% stenosis in distal pda branch. The 80% stenosis in the distal rca was treated with two 2.5 x 12mm taxus stents. Residual stenosis was 0%. The patient was discharged the next day with plans to have the patient return in one week for pci of the lad. The patient underwent pci with (taxus ) stenting of the mid lad and was discharged on plavix and asa. The patient was readmitted 10 days later with 10/10 left-sided substernal chest pain and pressure, which was not relieved with nitroglycerin. ECG showed st elevations in the anterior leads. The patient received thrombolytic therapy and was transferred to the study site. Cardiac enzymes met guideline criteria for myocrdial infarction. Cardiac catherterization 341 days post index procedure revealed: lvef 40%; severe anterolateral and apical hypokinesis, lmca - normal, lad - instent thrombosis with an area of 60% stenosis beyond the stent. Lcx - widely patent, including prior stents, rca (target vessel) - all previously placed stents widely patent; 90% stenosis at origin of rv branch. The lad was treated with balloon angioplasty and placement of two additional taxus stents. There was no residual stenosis. The patient remained in the hospital with resolving fevers, hypoxia, and elevated white blood cell count. The patient was started, empirically, on antibiotics. The patient was discharged in stable condition. In the opinion of the physician, the target vessel reintervention and the myocardial information were not related to the taxus stents.